Event description:
It was reported that shortly after being implanted, the patient started to complain about itching. There was not visible reaction on the skin. The patient consulted several doctors and followed several dermatological and anti-allergic treatments which did not solve the problem. She also had an injection of xylocaine on the itching site but with no success. Finally, vibrant med-el sent an anti-allergic kit which was also unsuccessful. Because of this problem, the patient never wore the ap. Since the itching was getting worse and lasted day and night, the patient asked to be explanted. The doctor treating the patient is suspecting a psychological rejection of the implant by the patient. He's asking vibrant med-el to do an analysis of the explanted device. Nothing special found or seen when explanting the vorp, normal fibrosis reaction around the implant.